Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the calcified mid right coronary artery. A 4.00 x 38 mm synergy ii drug eluting stent was selected, however the device was unable to be advanced through the calcium. During removal the stent got caught inside the guidezilla on the distal area when it was pulled back. Both the stent and the guidezilla was removed form the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 38mm stent delivery system was returned for analysis loaded and stuck in a 6 fr guidezilla extension catheter. An examination of the crimped stent identified stent damage. Damage was observed on the proximal section of the stent with the stent struts bunched. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The device could not be removed from the guide catheter extension due to the damaged stent. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A red blood like substance was identified on the outside of the balloon. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty removal occurred. The taret lesion was located in the calcified mid right coronary artery. A 4.00 x 38mm synergy ii drug elutng stent was selected, however the device was unable to be advanced through the calcium. During removal the stent got caught inside the guidezilla on the distal area when it was pulled back. Both the stent and the guidezilla was removed form the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.